Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Reported device not marketed in the u.s.; however, similar device is. Manufacturing site evaluation: evaluation ongoing at manufacturing site.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 6 unopened units. The development department concludes that the complaint is not justified as the product was used for arteriovenous malformation which is an "off label use". As indicated in the indications: histoacryl and histoacryl blue topical skin adhesives are intended for topical application to hold closed easily approximated skin edges of minimum-tension wounds from clean surgical incisions and simple, thoroughly cleansed, trauma-induced lacerations. Histoacryl and histoacryl blue may be used in conjunction with, but not in place of, deep dermal sutures. Final conclusion: complaint is not justified. Corrective / preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Histoacryl did not solidify.